Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that unacceptable thresholds were observed on the lead. When repositioning was unsuccessful, the lead was capped and replaced. After the new lead was placed, pericardial effusion occurred due to placement of the new lead, and a pericardial puncture resolved the issue. Afterward, the patient was transferred to ICU in good condition.